Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not prepping the skin with antiseptic solution, not irrigating the incision site, not using antibiotics preoperatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the patient did not follow the IFU by showering too soon post-op, taking the wound dressing off three days post implant, going back to work the day after the implant procedure, and only taking two days of antibiotics post operatively. These likely contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance to the IFU (user error - patient).

Event description:
The patient reported their incisions were red, sore, and had not closed yet. Antibiotics were prescribed and the wounds were irrigated and sutures were removed. The physician believes the patient was allergic to the silk sutures. No explant/revision is scheduled at this time.